Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced stimulation lost. This was preceded by an error message. The ipg was confirmed inoperable by a company representative. Surgical intervention may take place to address the issue.